Event description:
It was reported that the user experienced a persistent occlusion alert on an ilet system with an infusion set (contact detach) after changing supplies, which did not resolve until a full supply change was performed. The user experienced hyperglycemia, with a blood glucose of 263 mg/dl by fingerstick compared to 180 mg/dl on the pump, and the user received guidance to address the inaccuracy. Insulin delivery then resumed successfully. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery with restoration without hospitalization. Customer care provided support that included remote troubleshooting and education on tubing testing, and a guided full supply change. Investigation of this case revealed an occlusion of the insulin pathway consistent with an infusion set or tubing issue that resolved after replacement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to use conditions.

Manufacturer narrative:
Initial.